Event description:
A physician reported a complaint about a mayfield skull clamp which was described in the following manner, "there was a problem with the torque screw on the device. It did not hold the torque allowing the device to loosen and slip causing the laceration". It was also reported that the hospital was using the integra (B)(4) adaptor on (B)(4) with a duro base unit during the procedure. Info regarding pt demographics, type of procedure and event date was not provided.

Manufacturer narrative:
A thorough investigation of the returned product found that the product met functional specifications. The root cause of the slippage observed was not related to the MFR or design of the device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.